Event description:
An intuvie employee spoke to the patient, who reported that the pump was leaking medication during infusion. The patient was advised to power down pump and clamp the line. Patient reported that they have a spill kit, was advised on cleanup protocol. Patient was also advised to follow up with their clinic and voiced understanding. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.